Event description:
Explanting physician reported rupture. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data.

Event description:
Explanting physician reported rupture. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.